Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up due to feeling unwell and tired. Upon interrogation, it was revealed that the left ventricular lead was not pacing in the current vector. Dislodgement was noted on xray. Programming changes were made. The patient was stable.